Event description:
It was reported that the patient saw her physician 10 months ago complaining of some lower back pain and was treated for a urinary tract infection. The patient started medication and her symptoms seemed to improve. It was noted that the patient did not require hospitalization. The patient¿s last doctor¿s appointment was just over two months ago and there were no other complaints noted. Please refer to manufacturer report # 3004209178-2013-14779.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3093-28, lot # v850462, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v850462, implanted: (B)(6) 2012, product type lead. (B)(4).